Manufacturer narrative:
The field service engineer exchanged the syringe assembly and the sample probe. He also adjusted all probes and the piercer. The fse ran the test and confirmed that it was performing within specifications. The fse did a performance check and the instrument was performing within specifications. The root cause was due to a component malfunction. The service actions (exchanging multiple parts) resolved the issue.

Event description:
We received an allegation about discrepant results for 5 patients' serum samples tested with lipase (lipc) assay on a cobas 6000 c 501 module. Sample 1 (patient 1): initial result: 294 u/l repeat result: 31 u/l sample 2 (patient 2): initial result: 84.5 u/l repeat result: 23.7 u/l sample 3 (patient 3): initial result: 224.2 u/l repeat result: 15.2 u/l sample 4 (patient 4): initial result: 317.1 u/l repeat result: 76.6 u/l sample 5 (patient 5): initial result: 261.4 u/l repeat result: 21.4 u/l the customer is repeating all results >100 u/l for validation.

Manufacturer narrative:
The lipc reagent lot number was 71169001 with an expiration date of 29-feb-2024. A general reagent issue can be excluded as no further issues and correct rerun was performed with the same reagent. Investigation is ongoing. H3 other text : na